Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a stenting procedure on (B)(6), 2011. According to the complainant, the patient had a 2cm stricture within the left bronchus due to esophageal cancer. The anatomy was not tortuous and the stricture was not dilated prior to stent placement. During the procedure, the stent was positioned at the location of the stricture. However, as the physician pulled the deployment suture to release the stent, the suture broke when the stent was partially deployed. The partially deployed stent was removed from the patient on the delivery catheter. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.